Event description:
Additional information was received. The patient was last seen on (B)(6) 2013 at which time the patient was healing nicely with steristrips still in place. The wound opening and draining was occurring at the chest incision site. The patient¿s father reported that the drainage had a pink tint, but there was no documentation of drainage at the time of follow-up. Antibiotics were prescribed, but there was no documentation of an infection. There was no known patient manipulation, trauma, or medication change that was believed to have caused/contributed to the events.

Event description:
On (B)(6) 2013, a patient's mother reported that on (B)(6) 2013, a little spot of the incision that was almost healed had started bleeding. On (B)(6) 2013, another part of the already healed area had opened up and was bleeding. It seems as though there was a pocket of blood under the skin. If pushed on, it would gush out of the wound. Attempts for additional information have been unsuccessful.